Event description:
The customer reported that the unit would not power on. Customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the power supply assembly for evaluation. Visual inspection of the returned power supply assembly revealed no evidence of damage or contamination. Fi technician installed the power supply assembly into the fi test ventilator and performed operational test and revealed that the ventilator shutdown when ac was applied. The returned power supply was attached to the in house 100vdc power supply and revealed that the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.41v. The reported problem was confirmed. The determination could be made that the device failed to meet specifications. Root cause for the reported issue is due to the failure of c56 prevented the power supply from operating on ac power.